Event description:
The customer reported the generation of erroneously high patient results for ise (ion selective electrolytes), which includes, na (sodium), k (potassium), and cl (chloride), on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au480 chemistry analyzer and identified the failure mode as multiple hardware. There were bubbles present in the ise tubing and sample pot mix nozzle. The customer replaced the na electrode, k electrode, cl electrode and ise tubing which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).